Event description:
Chief otologist has experienced many problems with the medtronic drills. Hosp has utilized the medtronic drills in the otolaryngology dept for the last several years. During the last year, the drills have been causing many problems. One unresolved issue is the heating of handpieces intraoperatively. During otology cases, the drill handpiece would heat up enough to burn the surgeon's hand, which forced them to switch to another handpiece in the middle of drilling. That was midas' palliative response to the current unresolved problem. Most importantly, the second big issue hosp experienced was oil contamination on the sterile field. The first time this occurred intraoperatively hosp discovered a blowing of air coming from the side of the handpiece which left the entire outside of the handpiece full of oil. Engineer was notified immediately concerning the problem and continued to research problems to help any way possible. Engineer notified and many engineers had no explanation as to why this occurred. Two months later another incident arose. This time the oil contamination was during a craniotomy case. During the drilling process, oil sprayed out into the surgical site. Engineer witnessed this occurrence and agreed with doctor that taking the drills out of circulation was the only answer at this point. Engineer has attempted to pacify hosp's problems as best as possible, unsuccessfully. Hosp's mr3 drills have been replaced with mednext drills that sit on hosp's shelves unused due to lack of confidence in the safety of a medtronic product. The staff is very experienced in using the drills and has had extensive training one on one with care and proper technique of the drills. To help eliminate further problems, the company advised hosp to add a lengthy soak process to the normal gas sterilization process. Hosp did this for 5-6 months. This did not make a difference in the performance of the drill. The overheating issue still continued. Hosp hopes these enlightening experiences will be taken more seriously to prevent any further occurrences elsewhere. Hosp takes pride in providing excellent quality care to its pts and occurrences like these are very disturbing. As an advocate to pts, hosp refuses to put them at harm or risk for infection and that is why hosp does not use the medtronic mr3 drills in institution any further.